Event description:
It was reported that during infusion of an unknown medication an anti-reflux y-sets tubing cracked at the junction of the anti reflex valve. This malfunction resulted in the patient loosing approximately 50 cc's of blood. The patient did not require an intravenous restart or any medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the y-body lock had a crack. A CAPA has been opened for this issue. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.